Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had increased heart rate with exercise. The patient's heart rate did not go up that high before the device was implanted. The device remains in use. No further patient complications have been reported as a result of this event.